Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted to the hospital due to gastrointestinal bleeding (gi) and a hemoglobin level of 4. The patient has reportedly received 16 units of blood over a period of two weeks for bleeding. During the patient's hospital stay, the clinicians noted an increase in pump power and the pump appeared to be struggling to maintain the set speed. There was a concern for flow obstruction. An x-ray performed by the hospital did show the outflow graft bend relief was disconnected from the sealed outflow graft. The patient's lab work indicated slightly elevated lactate dehydrogenase (ldh) levels and subsequently the hospital made a decision to exchange the lvad with another lvad due to elevations in pump power and suspected hemolysis.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.